Manufacturer narrative:
The field service engineer replace the mc pcba, pm pcba, cpu pcba and power supply to address the reported problem. Failure analysis on the returned parts found that the r31 solder crack open not making contact with the trace on the pm pcba created the reported problem. No problem found with the cpu board, power supply and motor controller board.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator screen went blank and came back up. The customer reported that unit was in use on patient, but there was no patient harm reported.